Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals were intact, device was observed to be in good condition with no appearance of any physical damage. The device's event history log was reviewed for evidence of the reported event, "check syringe plunger sensor" was found in history log. To conduct functional testing, the device was powered up. Upon power up the reported problem was replicated. Reported problem was caused by the flippers touching the ear clip when plunger was pushed all the way in, however, this cannot occur during infusion. Both plunger cases were replaced, and all functional testing passed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in june, 2022 and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a check plunger sensor alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.